Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, display anomaly/rainbow display anomaly or missing segments noted during testing. A test battery was removed and reinserted with no failed battery test alarm noted. No drive/motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had minor scratched display window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen and hard to read the screen. Customer stated insulin pump had no delivery alarm, reject new batteries, grinding noise during rewinding, slower to rewind. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.